Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the battery cap contact height was out of specification. Additionally, the battery cap threads were damaged so that the battery cap would not secure to the pump. There was no damage to the battery compartment or threads noted during the investigations unrelated to the battery compartment allegation, the pump booted up to a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that they were unable to remove the battery cap from the case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been evaluated by animas at the time of this report. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.